Event description:
It was reported that 9 months post-implant of a bifurcated device and two infrarenal aortic extensions, the patient presented with a proximal type I endoleak of the infrarenal aortic extension. Reportedly, at the time of the initial implant, the patient had a juxterenal aneurysm. The physician elected to use a renal snorkel technique, where in the physician placed two competitor's stents on each side of the vessel and an additional infrarenal aortic extension, which successfully corrected the endoleak. The physician also elected to place a suprarenal aortic extension to ensure a good seal. It was reported that the patient is doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. However, angiogram runs and operative notes from both procedures were provided for clinical assessment by clinical representative. Based on the review of angiogram run and operative notes it indicates that patient presented with type I endoleak at proximal end. The angiogram runs from the index procedure confirms presence of juxtrarenal aneurysm (short non aneurysmal neck). Patient's anatomy (non-aneurysmal neck length of less than 15mm, juxtrarenal aneurysm) contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling.